Event description:
Report received that indicated "a death on the ortho floor" while the pump was in use. The customer was contacted for additional information. The risk manager indicated that after surgery in 2002 at 1320, the pump was programmed in the epidural mode to deliver astromorph 20mg/250cc at a rate of 10cc/hr. The patient was reportedly hypotensive after surgery when they arrived on the floor. At 2250, the patient reportedly coded and was treated with an unspecified dose of narcan. The patient did not respond and was pronounced dead. The risk manager indicated that "from the autopsy results, the pump did not contribute to the patient's death and if anything there was an under-delivery of the pain medication because no medication was found in their blood stream." Though requested, no further information was available.